Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, and the customer was assisted in executing the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump. The customer was also instructed to contact technical support again if the issue reappeared, which they acknowledged and understood.